Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 70% stenosed. When using the ht versaturn guide wire it was noted that the texture was rough at the joint of the guide wire and the physician cut his hand. Another same size device was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported irregular texture could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire had an irregular texture. A visual and tactile inspection was performed on the returned wire. The inspection was unable to confirm the irregulate texture. Additionally, the outer diameter was confirmed to be within specification. The analysis did note misaligned coils, peeled teflon, and bends on the proximal end. These types of damages are consistent with manipulation. The investigation was unable to determine a conclusive cause for the reported difficulties or unspecified tissue injury. There is no indication of a product quality issue with respect to manufacture, design, or labeling.